Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that display screen was cracked and had a dark spot. Insulin pump would be replaced.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. However, the pump was received with missing segments due to a cracked and bleeding lcd glass. Unable to perform the displacement test due to the missing segments. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.